Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was incorrectly displayed. Reportedly, the battery gauge would decrease to approximately 40%, and then increase. Additionally, the customer reported receiving an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units of cold insulin. Tandem technical support recommended that the customer fill the cartridge with room temperature insulin per labeling instructions. Review of the pump data logbook for the battery issue showed that on (B)(6) 2016, the battery gauge was 95%, and on (B)(6) 2016 showed 10%. The pump battery was not charged in between those dates, and confirmed that the battery was depleting normally. There was no impact to the customer's blood glucose level.